Event description:
Beginning in 2009, the patient experienced an increase in tone. The pump contained lioresal 1000 mcg/ml. The infusion rate was increased september 28. The patient reported back to the clinic two months later, with no effect from the increase. The patient had not had therapeutic effect for an undetermined amount of time. X-ray taken revealed that the catheter was sheared at the spinal incision entry site. The medication was pumping out into the tissue. The catheter was replaced and the original distal portion remained in the intrathecal space. Following revision, the pump was restarted at an infusion rate of 50 mcg/day.

Manufacturer narrative:
.